Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure, one euphora balloon catheter was used to treat a lesion. The device was not inspected prior to use. Negative prep was not performed. It was reported that the balloon was used 3 months post the expiry date. It was stated that the balloon was not found during a cycle count but it later appeared and was used. No issues were reported in relation to the use of the device and the procedure went good. No patient injury was reported and the patient is well.

Manufacturer narrative:
Additional information: the lesion being treated was moderately tortuous. The initial reporters full name was provided. Patient age provided. Annex d codes. Correction: the device was inspected prior to use. The patient health status is reported to be normal medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: during a procedure, one euphora balloon catheter was used to treat a normal degree of tortuosity, non-calcified lesion in the right coronary artery (rca). The device was not inspected prior to use. There was no injury or medical/surgical intervention as a result of the event. Initial reporter's phone number updated. Patient's sex and weight added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.